Event description:
It was reported that the programmer screen is frozen and the pen will not work (to click through screens) even after switching out pens. It was also reported linq software cannot be loaded . The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the stylus would not select; stylus pen found out of electrical specification. Analysis was not able to confirm the reported issue of the programmer screen freezing. Not able to confirm any issues with software loading; it is noted software could not be loaded because the stylus would not select. Analysis found the system fan is noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).